Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion and treated levels were l4-s1. Intraoperative, while inserting a cage into l4/5 right, when rotating the cage, the inserter idled in the cage. The cage broke but was implanted successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.